Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through full pump reset, after which bluetooth function returned to normal, error did not recur, and caller successfully started sensor session.